Event description:
It was reported that during the procedure, a 4.0x18 rx xience prime stent delivery system (sds) was advanced to a mildly calcified lesion in a non-tortuous left anterior descending artery; however the device was withdrawn due to resistance felt during advancement, possibly between the sds and either a non-abbott guiding catheter or a balance middle weight (bmw) guide wire. During withdrawal from the anatomy, the rx xience prime sds was difficult to remove, possibly due to resistance between the sds and guide wire or between the sds and guiding catheter. After removal from the anatomy, the stent struts were noted to be bent, reportedly, likely due to removal difficulty. An unspecified stent was placed successfully. There were no reported adverse patient effects and no occurrence of a clinically significant delay. No additional information was available.

Manufacturer narrative:
(B)(4). The exact age of the patient was reported as unknown; however, the patient was described as quite young. Guide wire: balance middleweight. Guide catheter: ebu. The balance middleweight guide wire mentioned is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Guide wires: whisper ms (2). Evaluation summary: the device was returned for evaluation. The stent damage and resistance with the guide catheter were confirmed. The resistance between the stent delivery system (sds) and guide wire was unable to be confirmed, as the guide wire and guiding catheter were not returned with the sds. Performance testing did not reveal resistance between a new guide wire and the sds, and resistance between a new 6fr guiding catheter and the sds was unable to be confirmed due to the condition of the flared stent struts of the returned sds. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on visual, functional, and dimensional analysis of the returned device, and based on the information reviewed, there is no indication of a product deficiency.